Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported upstream sensor which were verified through a review of the event history log by the presence of "upstream occlusion!" But not confirmed during evaluation. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion. There was no patient involvement. No additional information is available.